Manufacturer narrative:
(B)(4). The lot 14d012 was manufactured on april 8, 2014 to april 10, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device revealed solid white particles approximately 1.65 mm length in size, floating in the fluid of the bladder. The particle identified to be an acrylic material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter inside of its bladder. This was noted during filling with an unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.